Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s button stopped working and received motor error alarm. Customer reported insulin pump was broken. Customer confirmed that time was changing on screen. Customer declined troubleshooting as insulin pump was not with them. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.